Manufacturer narrative:
The technician replaced the zib pcb to repair the bed.

Event description:
Alleged he cannot get all of the motor leds to light up, trendelenburg and reverse trendelenburg will not function, and there is no surface power.